Event description:
Discordant (B)(6) results were obtained on six patient samples on an advia centaur xp instrument. The (B)(6) samples were run three times and resulted (B)(6). The discordant (B)(6) results were not reported to the physician(s). The customer performed confirmatory testing on the (B)(6) samples, that resulted (B)(6). The customer also ran (B)(6) on the same patient samples, that resulted (B)(6). There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause of the discordant (B)(6) results was due to a malfunction in the wash 1 printed circuit board. The fse replaced the wash 1 printed circuit boad and determined that the instrument is performing within specifications. Further evaluation of the device is not required. An urgent field safety notice (ufsn), ufsn 10813924 - "advia centaur® / advia centaur® xp system misinterprets wash 1 fluid signals", was sent to customers in november 2012.